Manufacturer narrative:
Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
Dr noticed that a polymer package had pin hole. Dr thought the product was contaminated. So he used another product.

Manufacturer narrative:
Evaluation summary: an event regarding pin holes in an inner pouch involving simplex cement powder was reported. The event was confirmed. Visual inspection confirms the presence of a pin hole in the bottom of the inner pouch containing the powder also a slit/cut in the top of the pouch containing the powder. A lot of powder was visible in the outer pouch. Bmr review for the reported lot was satisfactory. Chr review for the reported lot confirmed that there were no similar events reported for the lot. Conclusions: the investigation completed by the simplex manufacturing cell concluded that the inner sachet/pouch does not come into contact with equipment which could result in this defect type. Sachet/pouches are visually inspected pre-sterilisation (100%), post sterilisation (aql sample) and aql sample of fg units prior to release. Aql sample of inner and outer pouches are blue dye tested and also burst tested to defined acceptance specifications. Outer pouch was not damaged, ruling out fg packaging process. The damage to the inner pouch is consistent with a sharp instrument/object being used to remove the inner pouch from the outer pouch. No further investigation for this event is required at this time. If additional information become available, this investigation will be reopened.

Event description:
Dr. Noticed that a polymer package had pin hole. Dr thought the product was contaminated. So he used another product.